Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that two promus stents were placed successfully in the left anterior descending and circumflex lesions, using the crushing technique. The pt did well, and was sent back to their room. Then the pt was having chest pains and was brought back to the cath lab and it was determined that thrombosis had occurred in both of the stents. The thrombus was removed with a laser and flow was successfully regained. It was not felt that the thrombus was due to the stents, but was related to the complexity of the pt, the anatomy and angiomax. The pt is doing well. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus (part# unk, lot# unk) is being filed under the same MFR#. Results and conclusion summation - angina and thrombosis, as listed in the promus instructions for use and product risk assessment, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. In this case, it is likely that the angina is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.